Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation and the reported issue was confirmed. The received components are one outer cannula, one size 8 inner cannula with integral 15mm twist lock connector (white) and a size 8dcp decannulation plug sealed inside its pouch. An inflation/deflation test was performed using a syringe 15cc of air was applied to the cuff and it was observed the cuff deflated after few seconds, a visual inspection was performed, and it was observed the inflation line presents a cut. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the cuff was perforated. Patient status was asked but unknown.

Manufacturer narrative:
Evaluation summary: one sample was received. The report was confirmed. The device history records was reviewed confirming it was manufactured and released accomplishing all quality specifications and requirements. Visual inspection performed found a cut in the inflation line. The components consisted of one outer cannula, one size 8 inner cannula with integral 15mm twist lock connector (white) and one size 8dcp decannulation plug sealed inside its pouch. An inflation/deflation test was performed using a syringe of 15cc air applied to the cuff and it was observed the cuff deflated after few seconds. The manufactures instruction for use (IFU) states under instructions: caution: these cuffed products (lpc, fen) are composed of soft materials to conform to tracheal tissue for performance and patient comfort. Simple precautions in handling of the device during insertion and while in place will facilitate proper function and minimize tears and breaks in the inflation system. Avoid pulling or manipulation of the inflation line, as it is designed to conduct and hold air as part of the cuff inflation system. It is recommended that the inflation line be maintained in a position allowing for patient mobility without placing tension on the line-to-cannula junction. Prevent lint or other particulates from entering the luer valve of the pilot balloon. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.